Event description:
Rptr complains of: carpal tunnel syndrome, anxiety &/or depression, lack of concentration, short-term memory loss, basal cell carcinoma, pain &/or burning sensation in chest, elevated cholesterol or triglicerides, chronic swelling of extremities, heat or cold sensitive extremities, constipation, hysterectomy, hypersensitivity to molds, dust or pollen, insect bites or stings, connective tissue disease, unexplained rashes, sun sensitivity, numerous moles, freckles, etc, chronic fatigue syndrome and long-term extreme fatigue. Rptr also c/o hardening and scar tissue. The specimens one and two labeled left implant and right implant respectively show similar gross features with both implants being ruptured with a gelatinous translucent yellow sticky material extruding from the thin transparent implant capsule and conforming to the contour of the specimen container both of which measure 9.0 cm in diameter x approx 3.0 cm in depth. No MFR markings are identified on the detached outer implant membrane. Sections from the left and right capsules show similar histologic features of dense sclerotic fibrous tissue with entrapped scattered foamy histiocytes and mineralized material adherent to the inner capsular surface. Additionally, the left capsule shows fragments of synthetic mesh with surrounding reactive foreign body giant cells. (*)